Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower case halves were broken, both bail covers were broken, the ring cover, heart wire contacts and battery drawer were contaminated, the lead flex cover was corroded, the keyboard window was scratched and the heart lead flex was out of specification with no ventricular output.